Manufacturer narrative:
Device evaluation update: g6, h2, h3, h6 and h11. Findings / root cause: lack of filter maintenance has caused the micronelu65h4 blower to fail.

Event description:
Additional information received indicates that the customer sent over logfiles for further investigation.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. G4: PMA/510(k) # - sku 301.100.000 is marketed outside us. Sku 301.100.030 is a similar device and marketed in us therefore this devices PMA/510(k) # was provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that unit is giving alarm 316-blower failure and not working, they have sent the logs. According to logs blower temp high alarm 241 and blower temp too high was triggered 255 times between (B)(6) and (B)(6),temp of blower increased and unit triggered alarm 240-blower temp too high on multiple times but user didn¿t give any attention on these alarms. Finally, blower got defective on (B)(6) 2024 13:31:46 and ventilator triggered alarm 316-blower failure. No patient involvement reported.